Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
UDI: (B)(4). Examination of the returned devices confirms the reported chipped and cracked edges. The root cause is attributed to user technique and/or misuse. The damage suggests the trials were pryed or otherwise inappropriately removed during trialing. Based on the root cause of misuse, corrective action is not indicated. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Depuy synthes has been informed that the lot number is not available. If additional information is received, d follow-up medwatch will be filed as appropriate.

Event description:
Chipped and cracked edges discovered when returned to office for inspection.